Event description:
The customer contact reported loss of suction. Prior to patient use, the healthcare professional reported that the suction liner leaked and loss suction was noted. The suction liner was replaced. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number. The info on reprocessing of the device was requested; however, no response has been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.